Event description:
The interconnection between the aquat-knot filter and luer-lock system and the side stream end-tidal co2 line from another vendor do not connect properly. The concern regards the misconnection due to incompatibility of the two devices. The other vendors line is iso certified; the aqua-knot filter luer-lock may not be certified.